Event description:
Pt reported insulin leaking at infusion site, but pt could not see any visible signs of a broken infusion set. Pt's blood glucose was affected (increased to 487 mg/dl). Pt stated that this problem has only occurred with this box of infusion sets. It is unclear whether the insulin leaked from the infusion site itself or the infusion set. No treatment was received.